Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ hematoma: unable to observe since it is a medical event and is not related to the device. Infection: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported right side swelling and discomfort, previous complications with hematoma and infection, capsular contracture baker grade unknown and rupture. Hole, non-specific observed via surgery via rga. Device has been explanted and replaced.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.